Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10h31055 with no exceptions observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient did not require hospitalization and was recovering. On an unreported date in 2011, dianeal therapy was withdrawn. The nurse reported the peritonitis with (B)(6) was unrelated to dianeal therapy.